Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine follow up, the device detected intermittent undersensing on the ventricular channel due to low r-wave sensing. No procedure to address the issue was recommended. No further information is available.